Manufacturer narrative:
Returned for evaluation was a port. As received, the port sample contained bio material inside and out and there was approximately 1cm of catheter tubing attached to the port collar. Testing of the device noted a leak through a hole in the septum. A leak was also found at the point where the catheter is connected to the port. The most likely root cause for this leak is improper installation of the catheter/lock. The catheter lock installation instructions state the following: "with proper assembly, a short "doughnut" shaped section of catheter should be visible between the bayonet locking ring and the port body. The port stems must remain perpendicular to the port base. Improper assembly may result in catheter damage, leaking, or possible disconnection." As received, the catheter was not fully seated as described by the lock instructions, resulting in a leak. The customer's reported complaint or port leaked was confirmed as inspection of the returned port sample showed a coring hole in port septum. In addition, the connection between catheter tubing and port body also leaked. The cored section from the port septum is the likely root cause of the leak observed by the end user during the event in (B)(6) 2021. The leak at the catheter-to-port housing connection maybe a result of the port/catheter explant procedure, i.e. Catheter pulled away from port when trying to pull catheter out of the vasculature. If this connection was unsecure since the implant procedure in (B)(6) 2021 then there would likely have been port leak concerns from (B)(6) 2021 to event date in (B)(6) 2021, but there were not. Coring or septum likely occurred at a time close to the leak event in (B)(6) 2021. However, the root causes for the leaks cannot be defintively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode labeling review: dfu for this product is supplied to the customer. The dfu contains a warning that states: needles: use of angiodynamics anti-coring (19 to 22 gauge huber point) needles in all procedures is recommended. These needles have been designed and tested to ensure that septum life is preserved. Needles are for single use only. Note: septum puncture life - under qualified testing procedures, the septum allows up to 2,000 punctures when tested at 10 psi using a 22 gauge non-coring needle. This pressure exceeds typical levels experienced in clinical practice. .a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics clinical specialist manager (csm) reported an issue with an unknown port. On (B)(6) 2021, the treating physician was accessing the port, receiving a poor return upon starting depletion/exchange, and was unable to obtain blood from the lateral port. A second nurse re-accessed distal port, and was not able to get blood return and upon flushing saline, noting that it was extravasating from the skin around the lateral port site. The procedure was aborted and contacted a nurse practitioner for a simple transfusion of 3 units. The patient only received 45 ml of 3rd unit due to pain at the IV site. The patient went for a fluoroscopic line study from ir after the transfusion. The study showed the needle had been correctly placed during the transfusion and there was extravasation from skin at distal port site, however it was unclear if it was due to a defect in the port membrane. The patient's mother was offered options of getting port replaced or a 360 fluoroscopic imaging by ir for further evaluation. The mother decided on the second option to get a further sense of the port issue rather than replace the port, as it had been recently been replaced (B)(6) 2021. An ir study was scheduled by the doctor for (B)(6) 2021. The medial lumen was instilled with 3 ml 1000 unit/ml heparin and de-accessed. As the distal lumen appeared extravasated, it was not heparin locked, but just de-accessed. The patient was discharged with mother to go home. On (B)(6) 2021, the treating physician reported poor function and difficult access of the lateral apheresis port lumen similar to the (B)(6) 2021 event. Via chest wall incision, the port and catheter was removed in its entirety. Successful replacement of the apheresis port via same access from the right internal jugular site; port is locked with 1000 units/ml heparin.

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).